Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported an intensive care unit visit. Customer's blood glucose reading is 44 mg/dl. Customer believes the pump is not working properly, however declined any trouble shooting. Bolus history and basal settings were noted to be accurate. No further information reported.